Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ¿up¿ and ¿down¿ arrow buttons were under responsive since over a month ago. It was reported that the keypad was undamaged and there was no evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The pump powered up to a blank display screen with auditory and vibratory features. Pump casing was opened and the display screen was found to have cracked. Due to the display issue, the investigation was unable to fully evaluate the reported keypad/button issue, no conclusion can be drawn. Unrelated to the reported keypad issue, the battery cap was found to have damaged and stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.